Event description:
Customer informed the territory mgr today that one clamshell table line holder was not closed with tape. It opened while priming and table lines became contaminated. A new customer pack had to be opened to obtain sterile table lines.

Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any lot specific issues. Internal file number: 11-00511.